Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed and valve loaded in the capsule, visual analysis showed the handle is not intact. The deployment knob is partially separated. One of the deployment tab components has separated from the device. The trigger appears intact. The device was returned with the end cap/screw gear snap fit connected. An overlap is observed between the distal edge of the capsule and catheter tip of the inner member assembly. Several voids are observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. On rotating the device 180° a further series of voids are observed running along the distal end to the proximal ends of the capsule. A slight bump is observed along the proximal end of the capsule. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. It was reported that the illiacs were tortuous. Positioning difficulties do not typically indicate a device manufacturing issue. It was reported that the deployment knob broke after recapturing twice. The subject dcs was returned for analysis. The deployment knob was observed to be partially separated with one snap fit tab on the deployment knob detached, confirming the reported deployment knob separation. The dcs was received with the valve in the capsule and the capsule overdriven onto the catheter tip. Additionally, voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. A bump was also observed along the proximal end of the capsule which would also be indicative of a valve misload. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device instructions for use (IFU) contains instructions and gives several warnings in order to prevent misloading the valve. In addition, the IFU instructs to inspect the valve under fluoroscopy to inspect the paddle placement. No procedural images or fluoroscopic load check images were received for review. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, after recapturing the valve two times, the deployment knob of the delivery catheter system (dcs) broke and a piece of the blue knob was on the table. The blue hand rest had receded to the back of the catheter. It was unable to turn the catheter to recapture the valve that was 1/3 opened. Manually the knob of the blue hand rest was repositioned and the valve was successfully recaptured. A new valve was loaded onto a new dcs and was successfully implanted. No adverse patient effects were reported.